Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient had a revision for a poly exchange due to laxed ligaments size 5 ps 11mm. Patient was last known to be in stable condition following the event. The device is not available for evaluation as the device was disposed by the hospital.

Manufacturer narrative:
H3: as reported, approximately 11 years post the initial implant, this 58 y/o male patient had a revision for a poly exchange due to laxed ligaments. Size 5 ps 11mm. Patient was last known to be in stable condition following the event. The device is not available for evaluation as the device was disposed by the hospital. Upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware and the patient should monitor their activity and stresses to the operated knee. The most likely cause of the reported event is patient¿s conditions.